Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The loaner trilogy evo device was returned to and evaluated by a third-party service center. The device evaluation confirmed a vent-inop/red screen and determined that a failure of the main board was causing the issue. The device has been scrapped.